Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention. The patient was catheterized; however, this catheter caused urethral erosion leading to explant of the aus. There were no device issues found with the explanted components. The patient fully recovered following the intervention and no further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention. The patient was catheterized; however, this catheter caused urethral erosion leading to explant of the aus. There were no device issues found with the explanted components. The patient fully recovered following the intervention and no further patient complications were reported.

Event description:
It was reported that the patient experienced urinary retention and infection with an artificial urinary sphincter (aus). The patient was catheterized; however, this catheter caused urethral erosion leading to an explant surgery. There were no device issues with the explanted components. The patient fully recovered following the intervention. No further patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of urinary retention, erosion and infection could not be confirmed through product analysis. However, the reported patient symptoms are a known risk associated with ams 800 procedures and are noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 800 was thoroughly analyzed. Visual and microscopical inspection of the cuff did not reveal any anomalies. Inspection of the remainder of the device did not find irregularities that would affect the functionality of the cuff. The pump was visually examined, a tear was identified in the kink resistant tubing (krt). However, this perforation was consistent with sharp instrument damage. Further krt damage was observed proximal to the tear exposing the filament. Under microscopic examination, the collet appeared to be misaligned. This damage is consistent with device explant. The pump could not be functionally tested due to the identified pump damage. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urinary retention, infection and erosion as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.